Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer's blood glucose was impacted 316 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer would use a backup tandem pump for insulin therapy.